Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 350 mg/dl and the ketone level was large. The infusion set site was changed 3 times and the cartridge was changed once. A bolus via the pump was delivered. The customer was taken to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with intravenous fluids and was discharged the same day with the high bg/dka resolved. The customer initially thought the pump was not delivering insulin; however, after tandem technical support reviewed how the insulin gauge calculates the amount of basal delivered, the customer confirmed that the pump was delivering the basal as intended and was confident in the performance of the pump.